Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone14.6. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room with hypoglycemia on ((B)(6) 2025). The patient's blood glucose levels declined to 20 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include confusion and lack of energy. The patient was diagnosed with hypoglycemia and dehydration and was treated with intravenous (IV) fluids and IV potassium. The patient was released 7 hours later the same day ((B)(6) 2025).